Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 06/04/2018. Correction: (method code, conclusion code). (UDI); the customer returned gas delivery system had an air flow sensor severely out of specification. This caused the air flow accuracy test to fail and the co2 rebreathing alarm to occur. Replacing the air flow sensor resolved the issue, the air flow accuracy test passed and no alarms occurred during operation.

Event description:
The customer reported unit is alarming low leak co2 rebreathing risk. No patient involvement reported.